Event description:
It was reported that bd insyte autog bc needle pierced the catheter resulting in blown veins, and air leaks. The following information was provided by the initial reporter: needle punctured catheter (B)(6) 2023 customer response: 1. Please describe the specific issue in detail? I have had several of the 20 g bd insyte needles poke through the catheter while inserting an IV 2. While using or before use? While using 3. How was the patient outcome? Are there any clinical signs, health consequences or impact? Patients were okay; just ended up with blown veins &/or removal of good ivs because of a hole in the catheter & air leaks, so patients had to be stuck again 100% of the time the product malfunctioned. 4. Any adverse event or serious injury reported to patient or health care professional? No.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 3251068. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter resulting in blown veins, and air leaks. The following information was provided by the initial reporter: needle punctured catheter (B)(6) 2023 customer response: 1. Please describe the specific issue in detail? I have had several of the 20 g bd insyte needles poke through the catheter while inserting an IV 2. While using or before use? While using. 3. How was the patient outcome? Are there any clinical signs, health consequences or impact? Patients were okay; just ended up with blown veins &/or removal of good ivs because of a hole in the catheter & air leaks, so patients had to be stuck again 100% of the time the product malfunctioned. 4. Any adverse event or serious injury reported to patient or health care professional? No.